Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG 'a'. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. See crf-63953 no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt had non-functional therapy electrodes.